Event description:
A healthcare professional reported the clinical research subject participated in a study of the market approved adc device freestyle navigator 1.5 studied within product claims/intended use, experienced an adverse event. After patient took out the sensor on (B)(6) 2012, she noticed "the area was red and infected (like a zit)" and was prescribed flucloxacillin, 500mg. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained.

Manufacturer narrative:
This serves as a correction report. The correct product related to the event is sensor (B)(4).